Event description:
Contact reported that x-mesh interbody device and anterior expedium hardware was implanted at the level of the corpectomy on (B)(6). An access surgeon was opened and closed the patient. It is believed that patient's aorta was perforated from rubbing on the most anterior/superior screw head on the construct. Patient was brought back to the operating room and all of the anterior implants were removed (B)(6). Patient was brought back to surgery on (B)(6) and posterior hardware placed to stabilize the x-mesh cage. As an adverse outcome was reported that required surgical intervention an MDR is being filed to document this event.

Manufacturer narrative:
The event as reported does not appear to be related to any shortcoming of the depuy spine hardware or information provided with device. Due to the proximity of vascular and neurologic structures to the implant site there is an inherent risk of adverse outcomes of this nature.